Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, anastomotic leakage was noticed 5 days post operative a subtotal colectomy with ileo-rectal anastomosis. The patient had stomach pain and CT was done and small air bubbles next to the anastomosis was seen. Patient also had pneumonia and was started to be given antibiotics and nasogastricsond and IV fluids. The patient experienced inflammation and stomach pain so an endoscopy was performed after 6 days, where they noticed that the stapled anastomoses had become 1/3 unstapled. In the operation, the stapled line had become completely unfastened and suturing was impossible. An emergency operation was performed, closing the rectum and performed ileostomy. The patient's hospitalization was extended.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first operation was a sigma resection laparoscopy due to coloveiskaali fistula of diverticulosis. 5 days after the surgery, the patient went home. The control laboratory creatinine and c-reactive protein was higher than normal. An abdominal computed tomography was done and air bubbles were seen next to the staple line. The emergency surgery laparoscopic ¿ anastomosis were really low and hard to see. Transversostomy was performed. The patient got better and went home 5 days post operation. The plan was that scope will be done in 2 months and then closing the transversostomy.